Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely and had lost half of a year of device battery. This device remains in service. No adverse patient effects were reported.